Event description:
It was reported that the right ventricular lead had high impedance and failure to capture on transtelephonic monitoring. The was no pacing artifact and no capture. The lead was completely removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) -the full lead was returned to the manufacturer, analyzed and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). There was a white substance on the outer insulation. (B)(4) - the full lead was returned to the manufacturer, analyzed and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). There was a white substance on the outer insulation.